Event description:
It was observed that during the device evaluation, the colonovideoscope had burned plastic distal end cover (c-cover insulation) and white residues on the air water channel both sides. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, the malfunction is likely due to the following- burned distal end cover (c-cover insulation), with the most probable cause traced to a component failure and white residues on the air water channel both sides, for which the most probable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.